Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer got hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 23 mg/dl at the time of the incident. The customer was given food to treat the low. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was using expired reservoirs. Troubleshooting was not completed but the pump passed a self test. The customer went as high as 600 mg/dl and had diabetic ketoacidosis after being treated for the low. The customer was given intravenous insulin to treat the high. The customer experienced symptoms such as light headedness and elevated heart beat. The insulin pump will not be returned for analysis.